Event description:
Associated rolled scale into the patient's room. When she moved the scale closer to the bed one of the wheels on the cart popped off and the scale tipped over. The scale and cart are from the same manufacturer.